Event description:
In this event it is reported that a 30k fsi-sli-fg-1000 ins,pkd allegedly got hot during use. No injury occurred.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Event reported to bunnell 04/18/2025. Based on initial report, this event was determined to be not reportable as there was no patient injury reported. User facility report (B)(4) received 04/25/2023. Initial report submitted 05/25/2023 in response to the user facility report. Investigation has been completed. The reported symptom (flood water on the circuit, no injury to patient) could be verified and was reproduced exactly as reported. An internal inspection of the hfv found the right support bracket severely bent. The right support bracket (p/n: 03015-00) was replaced. The contact block (p/n: 03191-00), 2 receptacle solder cups (p/n: 00952-00), 7 receptacle solder cups (p/n: 00951-00), 7 probe contact spring (p/n: 00951), and 2 probe contact springs (p/n: 03307-00) were also replaced which restored normal operation. The hfv and pb were thoroughly inspected, tested and operationally verified to have no additional problems. The system stabilized at the default controls settings with all monitored values remaining very stable with very little fluctuations. The hfv was fully serviced and passed all applicable testing requirements. The damage observed was most likely due to mechanical impact due to droppage, crashing into a hard surface, etc.